Manufacturer narrative:
Additional information concerning the return of this ICD is being requested from the field.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping and was discovered to have recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Surgical intervention was performed and the ICD was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Despite attempts, this device is not expected to be returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.